Manufacturer narrative:
Report source: foreign, (B)(6).

Event description:
Information was received that a smiths medical portex clear soft seal cuff tracheal tube balloon did not deflate, despite several attempts. Therefore, it was reported to be "difficult to extubate the patient" and "had to be forced". There were no clinical consequences to the patient.